Manufacturer narrative:
Medtronic investigation of returned suspect device finds the tip of the driver is twisted and broken. There is 4 mm of the tip that has broken off. Viewed the tip under a microscope and it is inconclusive as to why it broke. The physical damage, deformation, directly caused the event.

Event description:
A medtronic representative reported that while in a spine fusion procedure, the tip of a standard solera driver broke off while placing a 6.5 x 40 mm screw. The surgeon continued the surgery, to completion, using a different solera driver. There was no negative impact on the patient outcome reported.